Manufacturer narrative:
Additional devices listed in this report: catalog #: long description: lot/serial #: 6720-0535, size 5 accolade ii 132 deg, (B)(4); 6260-9-128, 28mm std lfit v40 head, (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient came to emergency with draining wound, indicating infection, brought to surgery to remove bipolar and hip stem construct, removed items, replace hip stem with accolade c and 28mm head wrapped with simplex with tobramicine creating an antibiotic spacer to reduce infection in the patient's hip.

Manufacturer narrative:
An event regarding infection involving an uhr head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed as no medical records were provided. Device history review: all devices in the reported lots were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lots or sterile lots. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond (B)(4) control. Product surveillance will continue to monitor for trends.

Event description:
Patient came to emergency with draining wound, indicating infection, brought to surgery to remove bipolar and hip stem construct, removed items, replace hip stem with accolade c and 28mm head wrapped with simplex with tobramicine creating an antibiotic spacer to reduce infection in the patient's hip.